Event description:
Pt stated that slot # 1 of the universal battery charger is not charging his batteries. Battery charger changed out no further issues to date. After review w/thoratec pt was found to be off pump x 3 during a prolonged episode. Pt uncertain how it occur.